Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 with a blood glucose level of 1269 mg/dl. The customer was treated for their blood glucose with manual syringes. The customer stated that they fell into the pool with their older insulin pump and now receiving no delivery alarms. The customer was assisted with troubleshooting but the customer decided to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no a17 alarm noted however, a47 alarm was found in the alarm history file due to corrupted history file. All of the buttons are functioning properly. No button error alarm noted. The insulin pump was received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump had cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly noted. No unlocked j2 lcd keypad connector during our visual inspection. The insulin pump passed the displacement accuracy test.